Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 08-feb-2024 h.6. Investigation summary: unconfirmed: no bd cause identified.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard would not activate. The following was received by the initial reporter: there was an incident of nsg which did not activate during the internal testing at biocon. Number of pieces tested for each batch: 500 nos. Tested as part of incoming inspection for the batch# 1076966. 50 nos. (Assembled with pre-filled syringe) tested during design verification testing.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no bd cause identified h3 other text : see h.10.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard would not activate. The following was received by the initial reporter: there was an incident of nsg which did not activate during the internal testing at biocon. Number of pieces tested for each batch: 500 nos. Tested as part of incoming inspection for the batch# 1076966. 50 nos. (Assembled with pre-filled syringe) tested during design verification testing.